Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this device was performed. There was a hole in the right atrial tip sealplug and a heart stimulator was connected to the device and the electrograms were clean and no noise was noted on either the channel. This device passed the automated tests which verified the pacing, sensing, impedance measurement and recording functions. The allegation of noise was confirmed; however the oversensing was not confirmed.

Event description:
Boston scientific received information that during implant procedure, the pacemaker and right atrial (ra) lead exhibited oversensing due to noise. Additional information states that the patient did not require pacing support during the implant so it did not cause any asystole. The system is no longer in service and was replaced thereafter. No adverse patient effects were reported.